Event description:
A customer obtained unexpected negative reactivity on the crossmatch assay on galileo (B)(4).

Manufacturer narrative:
In-house testing was performed using c-positive samples with in-house c-positive and c-negative donors on the neo. The expected results were obtained. The customer submitted the patients sample and six donor segments (3-c positive and 3-c negative) for investigation. Testing was performed on the neo and all donors resulted as negative (compatible) with the patients sample. Phenotyping was performed on the donor segments. Positive results were obtained with the c-positive segments; negative results were obtained with the c-negative segments. An antibody screen was performed on the customers submitted sample by tube method and negative results were obtained with all screening cells. An antibody screen was performed on the neo and equivocal results were obtained with cell 1. Cells 2 and 3 resulted as negative. An antibody identification panel was performed on an echo instrument and positive results were obtained with three out of 4 c positive cells. The investigation did not identify a product deficiency. The reactivity observed appears to be unique to the nature of the antibody in the patient sample.